Manufacturer narrative:
Pump received with stripped battery cap coin slot, minor scratched display window and cracked reservoir tube lip. The test minilink transmitter communicates properly to the pump. No unexpected low threshold anomaly noted. (B)(4).

Event description:
Customer reported via phone call of not being able to remove battery cap. Customer also reported to have had issues with sensor glucose versus blood glucose with threshold suspend. Customer's blood glucose was 40 mg/dl, which was treated with juice. Customer attempted to remove battery cap with a screw driver and battery cap began to crumble. Customer was advised that insulin pump would need to be replaced.